Event description:
It was reported that the patient experienced a loss of therapeutic effect on her left side but still had adequate pain relief on the right side. The patient noted she had experienced a fall where she hit her shoulder but did not notice any effects at that time. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient did not have concerns regarding her device or therapy. The patient had their device replace on (B)(6) 2012 and it was "great so far". The patient had an appointment in (B)(6) 2012. It was also stated that the patient was working with their health care provider and medtronic representative regarding concerns. The patient had appointments scheduled for (B)(6) 2013 and (B)(6) 2013. One week later it was reported that the patient had a post-operative appointment on (B)(6) 2013 where they met with a medtronic representative. It was stated that the patient was "doing well and receiving effective therapy." The patient was going to be seen on (B)(6) 2013 to have her battery activated for adaptive stimulation. It was stated that there were no known causes of the issue or malfunctions seen. Later that day it was reported that the patient had their adaptive stimulation activated. The patient was receiving "good" therapy and no reprogramming was necessary. No further information was provided.

Manufacturer narrative:
Product ID: neu_unknown, serial# (B)(4), implanted: (B)(6) 2006, product type: unknown. Product ID: 3998, lot# v011699, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension.

Manufacturer narrative:
Lead model: 3998, lot#: v011699, implanted: (B)(6) 2006, explanted: na. Extension model: 3708360, serial#: (B)(4), implanted: (B)(6) 2006, explanted: na. Extension model: 3708360, serial#: (B)(4), implanted: (B)(6) 2006, explanted: na. Adaptor model: unk, serial#: (B)(4), implanted: (B)(6) 2006, explanted: na. Programmer model: 37742, serial#: (B)(4). (B)(4).